Event description:
The complaint is classified based upon the limited info given to a customer care advocate cca on february 17 by the pt/layperson. This senior medical affairs specialist has not been able to reach the pt to obtain follow up info. The pt complained that her one touch ultrasmart had prompted apply sample two or three weeks prior to date of report. Because she had no test strips to troubleshoot, the cca could not resolve the issue. After the issue began, the pt developed symptoms of "hyperglycemia and had an infection." The pt did not indicate whether the meter continued to prompt apply sample and how long the symptoms persisted. She denied receiving medical attention. Because the pt noted that she had unk hyperglycemic symptoms after the issue began, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.